Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: director. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band 2 deflated prematurely. The tr band was removed, and a zepher band was placed. It seemed to be a gradual leak; however, the event did result in patient bleeding and another band (zepher) needing to be used. The procedure was completed with good results. The patient is stable. The blood loss was less than 250cc's. There was no patient injury/medical or surgical intervention required. Additional information was received on 24 may 2023: the amount of ml's of air injected into the tr band was unknown; however, it was around 12 to 15 ml's of air. The band started to deflate about twelve (12) to fifteen (15) minutes after the event and a zepher band was placed in place of the tr band. The procedure was a left heart catheterization via the right radial artery. There was no noticeable damage reported to the device. There was no manipulation prior to use. The band was stored in the white boxes provided on a shelf in the lab.

Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. Two tr band 2 were returned for evaluation. The returned samples included the band assembly and inflator. The samples were subject to visual analysis. No damage or deformities were noted on the band or inflator. There is 1.5 ml of air left in the first band and 5 ml in the second band. The samples were subject to leak testing. Approximately 18 ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tube to the balloon tab. The samples failed leak testing. The samples were placed under a microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab that causes a leak on one side of the tubing channel on the balloon tab on the first band and both sides of the tubing channel on the second band. The operations quality engineer was notified, and non-conformances (nc) was initiated for this issue. The nc will contain root cause analysis and corrective actions. A corrective and preventative action (CAPA)was initiated for the increase in air leakage issues. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).